Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 1 pen ndl was unable to deliver insulin or medicine. The following information was provided by the initial reporter :   it was reported by the distributor that the needle was blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter zip code : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 pen ndl was unable to deliver insulin or medicine. The following information was provided by the initial reporter : it was reported by the distributor that the needle was blocked.